Manufacturer narrative:
Insulin pump had broken battery tube threads, minor scratched display window, missing end cap sticker and bleeding lcd glass.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that battery compartment was damaged. Customer's blood glucose was unknown. Insulin pump would need to be replaced.